Manufacturer narrative:
This device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a one-month post operative visit for this implantable cardioverter defibrillator (ICD) device, shock impedance measurements were greater than 125 ohms. All other measurements were within normal range. Isometric testing revealed noise on the shock channel when the patient raised his left arm over his head. No noise was noted on the ventricular channel. A technical service consultant was contacted and it was thought there was a distal coil lead issue. A chest x-ray was performed. The patient remains hospitalized until a decision regarding revision is made. No adverse patient effects were reported.

Event description:
Additional information was received; a revision procedure was performed. The right ventricular lead was removed and replaced. Post procedure, impedance measurements were within normal limits. The issue was resolved. No further issues were reported.